Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient switched from 14v batteries to the mobile power unit (mpu) there was a yellow wrench alarm and a left ventricular assist device (lvad) error message. The patient immediately switched back to the batteries. The patient went to the hospital, in stable condition with the pump operating properly. The mpu was removed from service. While at the hospital it was noticed there was no flow parameter showing on the system controller, after connecting to the system monitor with missing parameters. The system controller was exchanged, and the parameters were still missing on the new system controller. A review of the log files showed a software fault flag on (B)(6) 2023 at 11:59:46 and appeared to have occurred while switching from batteries and connecting to the power module. There were multiple signs of a connection issue between the system controller and the lvad. There were no software fault flags when connected to batteries of the mobile power unit. The controller software was upgraded.

Event description:
Additional information: after software upgrade there were no additional problems. The patient was hemodynamically stable and doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a left ventricular assist device (lvad) fault alarm, as well as blanking of pump flow, speed, and pulsatility index (pi) parameters. Based on previous complaint history, these findings are indicative of a current sense monitoring issue; however, a specific cause could not conclusively be determined through this evaluation. The primary and backup controller event log files contained events from (B)(6) 2023, per the timestamps. Pump speed, estimated flow, and average pi values were intermittently recorded at zero while the patient was operating on the power module. The primary controller periodic log file contained data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. An lvad internal fault alarm was captured on (B)(6) 2023 while the patient was operating on the mpu. The onset and duration of this alarm is unknown as there is no controller event information for this timeframe. Pump speed, estimated flow, and average pi were also recorded at zero during this time. The parameters recorded at zero in the log files are consistent with the submitted photographs that captured these parameters as blank on the controller and heartmate touch display screens. It should be noted that pump power was always captured within the normal operating range within the log files and in the submitted photographs, indicating that the pump was running throughout the files and at the time that the photographs were taken. The reported event of pump power blanking could not be confirmed. Additionally, dclink_I flags were observed in the submitted lvad log files, consistent with a current sense issue. No other notable events or alarms were captured. The account indicated that the patient's system controllers were upgraded to software version 1.7 on (B)(6) 2023 to resolve the data blanking issue. It was noted that the upgrades were not associated with a flow issue. No additional issues were observed after the upgrades were performed. The patient was reportedly hemodynamically stable and was doing fine as (B)(6) 2023. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarms, including the lvad fault alarm, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.